Event description:
When the product was removed from its packaging, the surgeon found a crack in autoincisor handle. The device was not used and there were no adverse patient consequences as a result.